Event description:
It was reported that the pt received a zimmer mmc cup 52mm/44 mm code j, on (B)(6) 2010 and due to elevated level of cobalt chrome in his blood, the pt underwent revision surgery on (B)(6) 2012. Additional info: for data entry purpose, the first day of the month reported for the implantation will be entered.

Manufacturer narrative:
The MFR did not receive explanted devices for review. The cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation an investigation result be available, that changes this assessment, an amended medical device report will be filled. (B)(4).